Manufacturer narrative:
This report is submitted on december 30, 2016. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient has not been reimplanted as of the date of this report.

Manufacturer narrative:
Correction: the correct 'date of initial report' is 12/09/2016, not 10/19/2016 as initially reported. This report is submitted january 11, 2017.